Manufacturer narrative:
Alleged failure: md popescu andrei from zetta clinic -bucharest, reported to stryker sales rep. That the reelx 5.5 anchor system broke during the medical intervention (surgery). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use excessive force, 2) hard bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the anchor broke during procedure and was potentially unable to the retrieved from patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the inserter broke during procedure and was potentially unable to the retrieved from patient.